Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional 4 proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement was completed in both mildly calcified common femoral arteries using proglide devices via a 6f sheath using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure. The sutures of three proglide devices were successfully replaced at the left common femoral artery and the sutures of two proglide devices were successfully replaced at the right common femoral artery. The sheaths were upsized to 16f at the left common femoral artery and 14f at the right common femoral artery and the aaa procedure was completed. Reportedly, during proglide knot advancement, the suture broke on all five proglide devices. The sutures of three additional proglide devices were successfully used after the interventional procedure to achieve hemostasis at the left common femoral artery. The sutures of two additional proglide devices were successfully used after the interventional procedure to achieve hemostasis at the right common femoral artery. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.